Manufacturer narrative:
The reported condition was confirmed via radiographic image however the device was not available for evaluation. Review of production history records found no issues or abnormalities associated to this event description.

Event description:
At approximately seven weeks post-operatively, the surgeon noted that the implant construct had migrated. A surgical procedure was performed to remove the device.